Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event that the charger would not start up was confirmed. The main power supply pcb was found to be the root cause and was replaced. Additional investigation of the main power supply pcb revealed an electrically damaged switching voltage regulator circuit/the dc-to-dc converter (5 volt dc switching power supply). The repaired unit underwent complete functional checkout and passed all tests. The ubc-30249 was returned to the customer site. A root cause of the reported event was determined to be the damaged voltage regulator on the main pcb; however, a root cause was not determined through this analysis. Heartmate ubc instructions for use (IFU) provides an overview of how to use and care for the ubc. Section ¿monitoring performance¿ covers all faults, including charger pocket faults, and the actions to take when a fault occurs. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms, including faults that occur on the ubc, and the actions to take if the faults do no resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the ubc-30249 was manufactured in accordance with manufacturing or qa specifications. Ubc-30249 was shipped to the customer on (B)(6) 2016. The heartmate universal battery charger, ubc-30249 was manufactured on sep 27, 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the charger would not start. All slots for the charger were switched off, and there was no light on the screen.